Event description:
Pt was admitted for parathyroidectomy for adenoma. Pt received 65 ml IV methylene blue. Masimo pulse oximeter sensor was attached to fingertip. Pulse oximetry readings during surgery were 98% [percent] and 100%. Surgery lasted 1 1/2 hours, with 2 hours in recovery room. O2 saturation in recovery was 95% and 94%. Nursing notes contain no evidence of surgical or post-op complications. Pt discharged post-op day #1 with followup appointment on post-op day# 8. During the post-op appointment, the surgeon noted a healing circular brown blister on fingertip where the masimo sensor had been attached. Cause of blister is undetermined. Anesthesiologist obtained photo. Configuration was from the datascope via a cable to the masimo adapter cable connected to the masimo sensor. Biomedical tech did extensive configuration testing to determine if there was a heat source or voltage leak but none was found.